Event description:
While transporting pt vent noted "inop" and shut down. The pt was then manually ventilated for the remainder of the trip. There were no adverse events leading up to the vent shutting down. There were also other medical devices plugged into the power supply (i.e. Monitor, IV pumps). There was no loss of power to these devices. No patient harm. Vent alarm inop visual and audible. Disc/sense was reported prior to inop alarm (vent off patient). Accessory: o2 source (tank). Unit was on ac power for 5 minutes prior to event. Unable to try alternate power source.